Event description:
Philips received a complaint by the customer on the v60 indicating that a 1009 "pressure regulation high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that a 1009 "pressure regulation high" error occurred, and the device failed the system leak test. The customer performed troubleshooting and detached the tubing from the gas delivery system (gds) to the proximal port and gas outlet port, and although the device was passing the leak test, it gave a 1009 error code. The rse then troubleshot the device with the customer and advised the customer to check the lines and make sure they didn't get switched from prox to outlet. The customer checked and found that the tubing was swapped, so the customer put the tubing back in the right location and confirmed that the device was fully operational. The rse informed the customer of the possible causes for the system leak test to fail and repair strategy. The customer acknowledged and verified that the device passed preventive maintenance (pm), and the issues have been resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.